Event description:
The manufacturer received information alleging a trilogy evo was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.